Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus,'), uterine perforation ('perforation (uterus') and embedded device ('essure device was imbedded in tile myometrium') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included migraine and uterine bleeding. Previously administered products included for an unreported indication: iud. Concurrent conditions included headache, right upper quadrant pain, photophobia, nausea, vomiting, emesis, acute exacerbation of chronic bronchitis, tenderness, soft tissue swelling, erythema, folliculitis, abscess, lower abdominal pain, endometrial ablation, uterine pain, multilobar pneumonia, sinusitis, chronic pain, vaginal discharge, dysplasia, paratubal cyst, pulmonary embolism, gastroesophageal reflux, anxiety, difficulty sleeping and diverticulitis. Concomitant products included caffeine;paracetamol (excedrin), ibuprofen, paracetamol (tylenol) and sumatriptan succinate (imitrex). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("menorrhagia"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"), 3 years 7 months after insertion of essure. On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery ((hysterectomy with bilateral salpingectomy and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, uterine perforation, embedded device, dysmenorrhoea, bladder disorder and urinary tract disorder outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain had resolved. The reporter considered abdominal pain, bladder disorder, device expulsion, dysmenorrhoea, embedded device, menorrhagia, pelvic pain, urinary tract disorder, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: procedure: laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy and cystoscopy finding: it does appear that her left essure has perforated through the myometrium and out into the mesosalpinx. Concerning the injuries reported in this case, the following one were described in patients medical record:menorrhagia,abdominal pain, pelvic pain. Most recent follow-up information incorporated above includes: on 27-jun-2019: pfs&mr received reporter information was added. Case become incident injury nos replaced by new event added migration of essure device location of device uterus, uterine perforation, essure device was imbedded in tile myometrium, vaginal bleeding, pelvic pain female, menorrhagia, dysmenorrhea, bladder disorder, urinary tract disorder, abdominal pain, device monitoring procedure not performed. Severity added abdominal pain, pelvic pain female. Outcome added vaginal bleeding, pelvic pain female, menorrhagia, abdominal pain. Concomitant drugs and historical drug were added. Medical history was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.